Manufacturer narrative:
H.10: the serial read-out of the pump has been analyzed and confirmed the reported error. Based on the fact that the issue could not be reproduced, the most likely root cause of the reported event is a temporary faulty communication between the processor board and the motor control board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and he could not reproduce the reported failure. However, he replaced the unit with a loaner. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an error message during procedure. The problem persisted also after the user restarted the device. There was no report of patient injury.